Event description:
A home peritoneal dialysis pt reported that she ran out of solution before completing her treatments. On the first treatment, she had a large drain volume of 6 liters and felt very distended. She felt better after draining. On the next treatment, the drain volume was 4 liters. She did not feel any discomfort this time. Her prescribed fill volume is 2 liters. There was no serious injury or illness.